Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During a regular ICD follow-up on (B)(6) 2016, two vf episodes were recorded in device memory showing noise oversensing. Preliminary analysis showed that the noise was most probably originated from emi or myopotential.

Event description:
During a regular ICD follow-up on (B)(6) 2016, two vf episodes were recorded in device memory showing noise oversensing. Preliminary analysis showed that the noise was most probably originated from emi or myopotential.